Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was undergoing an update and could not be accessed. A technical support specialist (tss) dialed into the device, launched the device manager, and removed the keyboard entry. The technical support specialist scanned for legacy changes and rebooted the system to complete the update process. Following these actions, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was undergoing an update and could not be accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.